Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va29gwj); product type: 0200-lead; implant date (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that since received implant hasn't experienced any improvement in symptom control. During the day. Patient said that still has to go to the bathroom 15 - 20 times a day. Patient said that has noticed an improvement of 50% during the night, said used to get up 4 times a night and now only gets up two times. When asked, patient said hasn't had any falls or trauma and said that does take supplements which varies. Patient also said that takes caffeine and used to drink a lot of fresh juices however doesn't drink fresh juices anymore unless staying home. Patient said doesn't drink a lot at all anymore and still has frequency issues. However patient mentioned that yesterday stimulation was turned off for MRI and didn't turn back on right away and patient said notices did void more than usual. Patient also mentioned that their retention issue has become worse. When asked, patient said that it takes a while to start to void and and when stops, thinks is done however then has the urge again and has to try to start to void again. The patient stated that they have worked with their managing physician and the physician added the custom programs. Patient also mentioned that their physician mentioned having a lead revision however patient stated would prefer not have another surgery. Patient said no imaging has been performed. Patient said plans to start tracking their adjustments and symptoms again. . Reviewed therapy information and general programming guidance. Patient will maintain stimulation level and will continue to track symptoms. The patient was redirected to their healthcare provider to further address the issue rf8kb3spnkz. Patient said hasn't ever turned handset off in between uses. With instruction patient reset battery and now charging handset. Patient to turn handset off after each use and monitor what notices about how long handset holds a charge. Patient to provide update.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had adjusted stimulation and felt a burning so they wanted to decrease stimulation, but couldn't right away as they had to wait for their handset to charge. Reviewed patient can use handset while it is charging. Patient was transferred to healthcare it regarding handset issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.